Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited a high capture threshold and lower pacing impedance. The physician didn't suspect a lead fracture. Due to the patient being device dependent, a system extraction was scheduled. This ICD was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.